Event description:
A distributor in (B)(4) stated that their patient informed them that the power cord of their hc604 CPAP humidifier smoked when it was turned on. There was no patient injury.

Manufacturer narrative:
(B)(4). Method: the returned device was visually inspected externally and internally for heat damage. The unit was also powered up using a new power cord. Results: the power cord plug was melted in one small area, near where it is attaches to the device. There were no signs of damage to the outer casing. The unit started and worked with the new power cord but there was no output from the heater plate. A solder joint on the power fuse was found to have burnt out, resulting in the heater plate element becoming an open circuit. We have received three other complaints of this type. Conclusion: the manufacturer of the power cord concluded in an investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-molding. It is conceivable that the intermittent contact in the power cord caused a solder joint on the power fuse to fail, which led to the heater plate malfunction. The hc604 is designed to the electrical safety standard, as/nzs 3200.1. The materials used in the thermoplastic components of the main connector and the cases are flame retardant according to as/nzs 3200.1. Our equivalent product in the us is designed to the standard,(B)(4), for both hc604 and power cord.